Manufacturer narrative:
H3: product analysis: product ID# 55790016545; lot# h5919410 visual and optical examination identified it appears that one of the breakoff tabs has been broken off and is missing. A set screw was also received and the threads appear to be damaged. This is consistent with misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin - germany g4: this part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn 00643169077423 is cleared in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for pre-operative diagnosis of spondylolisthesis. It was reported that during an intra-operative procedure the screws began to rotate despite being tightened, indicating they were not completely fixed. Additionally, there was breakage of the implant. The healthcare professional replaced the problematic screw with a conventional one. There were no patient symptoms or complications, and no additional treatment or surgery was required. The patient outcome was reported as alive with no injury. Additional information was received from the manufacturer representative that the procedure was solera with rmas screw performing a spondylolisthesis.